Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a gastroscopy procedure performed on (B)(6)2021. During the procedure, it was noted that the balloon had a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.